Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 104-105 mg/dl; cause of low bg was not known. The low bg resulted in the customer sustaining bruises, memory loss, and amnesia. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin. At the time of the event, the pump was found to be functioning as intended. While hospitalized, the customer was treated with intravenous dextrose treatment and fluids. The release date was not confirmed at the time of the report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.